Event description:
"5 min after tubing connection, the pt became red, was hot and had breathing difficulty. Injection of solumedrol 1.5ml. Then injection of adrenalin. Respiratory failure, with no tension drop nor cardiac arrest. The pt was intubated and ventilated. Removal of the respirator within 2h, the pt woke up 4hr after the incident without remembering anything. The pt is now in 'good shape' for an elderly and sick lady. This pt had an allergic disposition, as said by a family member, for instance, they were allergic to paracetamol".